Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 information was received from a trial patient. It was reported that patient believed they had a bladder infection. The patient was to follow up with their healthcare provider (hcp). The date of the infection's onset is unknown.